Event description:
Needle disappeared [medical device complication]. Case description: this spontaneous case reported by consumer, received from another country reported as "needle disappeared", concerns a female pt of unk age treated with novofine 30g from an unk ate and duration due to device therapy. Medical history not included. In 2007, the pt found the needle had disappeared after she administered the insulin. The pt said, it was the first time she used this needle . The pt went to see her doctor and was told that further examination, x-ray and observation were needed. Furthermore, the needle was not easy to remove. The overall outcome was reported "not yet recovered". Reporter's causality: unk. Novo nordisk's causality: reportable. Comment: company comment. From the currently available info it is not clear whether the needle "was not easy to remove" while it was pulled out from the body of the pt after the injection or if the statement refers to the removal of the needle by a health care professional. However, novo nordisk has assessed the case to be an incident.